Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter. When attempting to resume irrigation, in order to remove and reinsert the catheter prior to ablation, it was found that irrigation from the catheter was not functioning properly. It occurred during post-mapping after ablation. The issue was resolved by replacing the catheter with another one. The procedure was completed without any problems and without patient consequence. Additional information was received which indicated that no pump was used. A hospital-owned pressure bag was used. No error was observed. Irrigation was initially achieved when using the pressure bag during preparation. After the octaray catheter was used in the patient, the catheter was withdrawn from the patient¿s body, and prior to reinsertion, irrigation could not be achieved even when pressure was applied using the pressure bag. When attempted with a syringe, irrigation was only possible when strong force was applied. The octaray catheter was then replaced with a new one, and when irrigation was attempted in the same manner, irrigation could be achieved without applying strong force to the syringe.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31862770l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).